Event description:
A report was received from a dr regarding a pt who underwent a gynecological surgery for removal of uterine fibroids. During the surgery 1/2 of a 5x6 sheet of seprafilm was cut and placed around the vaginal wall and also overlaid over the omentum and adjacent small intestine. Subsequently, the pt developed a hematoma of the vaginal cuff and inflammation of the adjacent small intestine where seprafilm had been placed. The pt's clinical presentation was not known. Additional info was received from the dr which indicated that the pt had undergone a total abdominal hysterectomy and bilateral oophorectomy in 2005. The dr reported that one sheet of seprafilm was used with placement around the vaginal cuff and under the fascia for adhesion prevention. Two weeks later the pt developed a post-operative fever and vaginal bleeding requiring readmission to the hosp. The pt passed a large hematoma and "parts of the product" with subsequent vaginal cuff cellulitis. A computed tomography revealed "inflammation around bowels" at the site where seprafilm was placed under the fascia. The pt was treated with levofloxacin (levaquin) 500mg IV and metronidazole (flagyl) 1mg IV for 1 week. No action was taken regarding seprafilm. On the second day of treament the pt was considered to be recovered without sequelae. The reporting dr assessed the events to be moderate in severity and possibly related to seprafilm placement. Follow-up info received from the dr indicated that there were no inadvertent enterotomies during the pt's surgery. Antibiotic therapy had been initiated for empiric treatment and no cultures had been performed prior. Regarding the statement that the pt passed "parts of the product," the pt had reported to her dr that she had passed a gelatinous mass consistent with seprafilm.